Event description:
It was reported that an exactamix 500 ml eva tpn bag had dust. This was found during set up. The event was further described as "dust has been found in the pharmaceutical production process". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 02, 2023 and november 03, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a tiny spec of dark particle of foreign matter in the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.